Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the controller (B)(6) was returned for evaluation. A review of the device history record was not performed as the reported event and analysis not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Visual inspection of the controller revealed contamination within both power ports. The observed contamination is an additional finding unrelated to the reported event and likely due to the handling of the device. Log file analysis associated with (B)(6) revealed a controller failed alarm was logged on (B)(6) 2026 at 11:47:20. The controller failed alarm is indicative of a loss of communication between the user interface controller (uic) and pump motor controller (pmc). The controller failed alarm was logged as a result of the uic not receiving the expected messages from the pmc for a period of 10 seconds. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. During supplemental testing, the controller was connected to a test motor and allowed to run for an extended period of time with no anomalies observed. Log file analysis associated with (B)(4) further revealed one (1) controller power up event, without an associated motor start event, logged on (B)(6) 2026 at 11:48:31, followed by another controller power up event, with an associated motor start event, logged on (B)(6) 2026 at 11:49:18, indicating a loss of power to the controller. The data point logged prior to the loss of power event revealed that (B)(6) was connected to power port one (1) with 52% rsoc and (B)(6) connected to power port two (2) with 88% rsoc. The data point recorded after the loss of power event revealed that (B)(6) connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for one (1) minute and seven (7) seconds. No anomalies were recorded leading up to the loss of power. Review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2026 at 11:49:32, indicating a physical disconnection of the driveline from the controller. Log files also revealed that the controller was in use for more than two (2) years. Log file analysis associated with (B)(6) revealed one (1) controller power up event, with an associated motor start event, logged on (B)(6) 2026 at 11:55:26. Review of the event log file revealed that the controller had not been in use prior to the power up event; the controller last had power on (B)(6) 2025, indicating that the power up event occurred during a controller exchange. Log file analysis further revealed one (1) vad disconnect alarm logged on (B)(6) 2026 at 11:55:33, indicating that the controller was powered on without the driveline connected. The alarm cleared at 11:57:13, indicating that the driveline was connected to the controller. Log file analysis associated with (B)(6) revealed no anomalies within the analyzed period. As a result, the reported event was confirmed. The most likely root cause of the controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA: pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on risk documentation and the available information, a possible root cause of the reported controller failed alarm event can be attributed, but not limited, to a communication failure between the uic and pmc and/or due to a failure of the pmc. CAPA: pr00594989 investigated this issue. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the observed vad disconnect alarm involving (B)(6) can be attributed to the physical disconnection of the driveline from the controller. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources and/or troubleshooting of the controller failed alarm. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the observed controller power up event involving (B)(6) can be attributed to a controller exchange. The most likely root cause of the observed vad disconnect alarm involving (B)(6) can be attributed to the controller being powered on without the driveline cable connected. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was at physical therapy and the controller exhibited a controller failed alarm. The patient immediately changed to a backup controller without issue. A review of log file data revealed unexpected power loss and vad disconnect alarms. The patient did not report any symptoms during the event, and the issue resolved with the controller exchange. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.